Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The device also received an internal/external inspection and functional testing. The cause was determined to be a false empty detect and use error of setting the minimum drain volume percentage too low, resulting in an incomplete drain. The homechoice apd systems trainer's guide provides the warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:26:30. During night drain cycle six, the patient's ultrafiltration reading was 1020ml, indicating the home patient (hp) drained 1020ml more than their maximum programmed fill volume of 1600ml. No additional information is available.